Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, during a scheduled follow-up, the ventricular lead impedance was reportedly above 3000 ohms. On (B)(6) 2017, there was a re-intervention, during which the physician observed the following: the 2 set-screws were reportedly correctly placed and tight. Thresholds and impedances, measured with threshold meter, of the 2 leads, were ok. There was some liquid in the connector. The subject pacemaker was replaced. The preliminary analysis identified a connection issue.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, during a scheduled follow-up, the ventricular lead impedance was reportedly above 3000 ohms. On (B)(6) 2017, there was a re-intervention, during which the physician observed the following: - the 2 set-screws were reportedly correctly placed and tight. - thresholds and impedances, measured with threshold meter, of the 2 leads, were ok. - there was some liquid in the connector. The subject pacemaker was replaced. The preliminary analysis identified a connection issue.